Manufacturer narrative:
The concomitant device ((B)(4) lot 14307) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the concomitant device. The investigation results for the concomitant device indicates device failure for a broken bur due to the integrated bearing moving. The bearing locates the driveshaft and when it moves, the ability to remove and insert a bur is limited. An attempt to remove may have caused the bur to break.

Event description:
It was reported that during service conducted at the manufacturer, a broken bur was found inside the attachment. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer, a broken bur was found inside the attachment. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.